Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that after intraocular lenses (iol) were implanted bilaterally, the patient could not see at a distance or near. The lenses were exchanged for different model lenses. Additional information was requested. There are two medical reports associated with this event. This report is associated with the first eye implanted.